Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a tka procedure, while surgeon was operating one tc rev solu/vks bone pin 75mm snapped. Surgery was resumed, with a non-significant delay, with a competitor device. Patient was not harmed.

Manufacturer narrative:
Section h6 (impact code) was updated. Section h10: it was reported that, during a tka procedure, while surgeon was operating one tc rev solu/vks snapped. Patient was not harmed. The device intended for use in treatment was not returned for investigation. A product evaluation was not possible. So, the mentioned failure mode of fracture can not be confirmed. No batch number was communicated so the document history review was not possible. Due to insufficient information it is not possible to perform a review of past corrective actions. A complaint history review was performed. The occurrence of the reported failure mode is anticipated with a low risk level as per risk management. A review of the risk management documentation verifies the failure mode and severity of the reported issue based on the information provided to the complaint, it is not possible to confirm the reported failure mode. A relationship between the reported event and the device cannot be confirmed and the root cause of the reported issue remains undetermined. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. There is no need for corrective action because of the limited information provided. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received. Internal complaint reference number: (B)(4).